Event description:
It was reported by customer during use that the cardiosave intra-aortic balloon pump (iabp) unit had a low helium warning, with the helium icon turning red. There was patient involvement but no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, e1 (event site telephone, event site email, event site address), g3, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: e3. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the equipment underwent calibration, and the alarm did not reappear. The unit passed all functional and safety checks to factory specification.

Event description:
N/a.